Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be use related. The product returned for evaluation was one 4 fr single lumen groshong nxt catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed approximately 3.7 cm distal to the strain relief of the connector. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. A polished surface near the leak site caused by the catheter repeatedly rubbing. Against itself the beginning of 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that fluid leakage was found on the puncture site of catheter during PICC maintenance. 0.5 cm of the catheter was pulled out and water was seen flowing out when normal saline was injected into the catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the tubing was inconclusive due to the sample condition. One photograph was provided for investigation. The photo showed a 4 fr s/l groshong nxt PICC with the connector attached and secured to the 4 fr tubing. The catheter was laying on a sheet of paper and a bead of clear fluid was observed on the side of the PICC tubing approximately 4cm from the distal tip of the strain relief sleeve. A breach in the tubing could not be discerned in the photograph; therefore, the characteristics and root cause of the reported damage could not be determined. While the bead of fluid may indicate a breach in the tubing, the complaint could not be verified without a physical sample or irrefutable images. A lot history review (lhr) of recq2067 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leakage was found on the puncture site of catheter during PICC maintenance. 0.5 cm of the catheter was pulled out and water was seen flowing out when normal saline was injected into the catheter.